Event description:
It was reported that the patient had undergone an right internal carotid artery endarterectomy in (B)(6), 2010 however, the vessel restenosed. During the stenting procedure, the rx accunet was unable to cross the lesion. While the device was attempting to be placed, the patient experienced slurred speech, left hemi-paresis and hypotension. The physician chose not to proceed with the procedure. The patient was placed on a dopamine infusion. CT scan on (B)(6) 2011 was negative, however, the physician diagnosed the patient with an embolic stroke. The patient's condition is unchanged. The patient was discharged eight days after to the procedure to a rehabilitation facility. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. In this case, the lesion site was reported to be a 95% restenosed area which had previous endarterectomy in (B)(6) 2010. The stenosed segment likely contributed to the crossing difficulties. The reported patient effects of cerebrovascular accident (stroke), embolism, hypotension and weakness are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.